Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02431. The patient received two leads from the same lot. It was reported the patient no longer had effective stimulation coverage. The patient also complained of a greater recharge burden for his ipg. The physician explanted and replaced the ipg with a smaller model and repositioned the leads on (B)(6) 2013. The patient reported effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.